Event description:
Additional information received indicated that according to the patient's wife, the patient had a "massive heart attack in his front yard". The death certificate lists the cause of death as acute coronary insufficiency with other significant conditions including atherosclerotic cardiovascular disease and atrial fibrillation. No autopsy was performed.

Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, the pt expired. The index procedure treated the 3.5x28mm, 75% stenosis of the proximal rca (right coronary artery). Treatment consisted of predilation, placement of a 3.5x38mm taxus liberte stent, and post dilation resulting in 0% residual stenosis. The pt was discharged one day post procedure on asa and plavix. At the three year f/u, the pt was reported to be taking asa only. Approx 4 yrs post procedure, the pt experienced a cardiac arrest at home and expired. The pt was transported to the ER and declared dead on arrival.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B) (4)